Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a vitrectomy surgery an ophthalmic laser probe tip could not fit through the trocar cannula. The surgery was completed after replacing the product. Patient impact was not reported.